Event description:
Patient was on ercp, endoscopic retrograde cholangiopancreatography, table and intubated with endoscope in place attempting to place wire under fluoroscopy when the fluoroscopy table would not work. The rt, radiology technician, checked the settings and noted no problems. The machine was shut off and rebooted. It began working appropriately.